Event description:
The reporter indicated that he has two issues to report regarding the micron defibrillator: 1) telemetry noise: despite device positioned logo side down (101-09), telemetry was of poor quality (during inquire, programming and induction operations). Repeated inductions (average 10) during implant were performed and several inquires had to be done to retrieve the chronolog. 2) no dump switch in micron 101-09. After a shock delivery at implant, roughly 100v remain in capacitors; therefore, company must wait for spontaneous discharge of the capacitor before being able to use either shock on t (nominally 50v) or ac induction arrhythmia was twice nonsustained and the device stopped charging while voltage had reached roughly 550v on the capacitor. The reporter stated that the time need was too long (more than 10 minutes with anesthesized patient). The physician decided not to do a final test that he would of otherwise performed.